Event description:
During a ptci procedure, a balloon catheter was placed in a diagonal vessel over a bmw guide wire, and the zeta was placed in the lad over a separate guide wire using a double wire technique, through a 7 french guide catheter. Reportedly, there was a lot of manipulation in placing the individual systems. The zeta was successfully implanted and the diagonal was dilated. Upon removing the two systems together, resistance was encountered and the balloons would not retract. The balloons and the guide wires were then removed as a system together, and it was noted that the balloon catheter and zeta had separated mid shaft. The distal ends of both catheters were still on the respective guide wires and were removed without difficulty. No patient injury was reported.